Manufacturer narrative:
H6. Investigation results- the logic tibia implant psc insert device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer concomitant medical product(s) : 02-010-01-0340 - logic femoral ps cem right sz 4 2877582; 200-02-35 - three peg patella 35mm 2858866; 02-012-41-4040 - logic tibia traptray cem sz 4f/4t 1840030. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal documents, that a 58 yo male patient, had an initial bilateral knee replacement on (B)(6) 2013, and was implanted with opetetrak devices. The document indicates that the patient experiences daily pain and discomfort in his knees which limits his activities of daily living and impacts his quality of life. Additionally, the document states the patient has suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to, significant pain, stiffness and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; osteolysis and bone loss; and other injuries presently undiagnosed, which will require ongoing medical care. The patient has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No further information.